Event description:
New information received notes that the lead was capped and replaced during the generator change on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic with the right atrial lead exhibiting high impedance and episodes of noise resulting automatic mode switch episodes. No intervention was performed. The patient was stable and will continue to be monitored.